Event description:
It was reported that an over infusion of fentanyl potentially occurred, and there was no patient harm. The infusion was initiated on (B)(6) 2020 at 1311 and the bag was found empty 10 minutes after being initiated. The intended programming was 5ml/hour.

Manufacturer narrative:
Correction.

Manufacturer narrative:
The customer complaint of the reported over infusion of fentanyl having potentially occurred could not be definitively confirmed during the investigation. ¿ review of the pcu event logs indicates that the infusion occurred 48 hours prior to the reported date and time of the reported event. Logs confirmed that lvp sn (B)(6) was programmed to drug ID=231 (fentanyl) at a concentration=10 mcg/ml; rate=5 ml/hr.; vtbi=90 mls. ¿ the infusion ran from 12:50 pm until 1:21 pm with two patient side occlusions having occurred at 12:57 pm and 12:58 pm. Lvp sn (B)(6) was paused for 24 minutes before being channeled off and the system powering off. ¿ lvp sn (B)(6) error logs show no alarms during the duration of the reported infusion. ¿ a one-hour timed rate accuracy test was performed on the source device with a bd characterized IV set. Results indicate that the system was within specification, with no issues observed. During testing there were no periods of unregulated flow observed. ¿ internal and external inspection was performed, and no issues were found that would have contributed to the customers reported over-infusion event. ¿ the mechanism assembly will be replaced by bd service since it cannot be reassembled. Manufacturing performs several tests not available outside of the manufacturing environment. Manufacturing tests involve occluder spring test, x-ray spring inspection, and installation of new one-time use torque screws with applied tamper seal material. Inspection: the instrument seal was found to be intact on the source pump module. Performed an external and internal inspection of the pump module and found no physical or mechanical damage externally and minor fluid ingress damage on the lower part of the bezel below the ail assembly. All pump module parts inspected are believed to be manufactured by bd. No tubing received. The root cause of the reported complaint could not be determined. The proximate cause of the failure could not be identified. Device history review: review of the pump module (B)(6) service history record showed the device had a manufacture date of 12sep2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 26aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that an over infusion of fentanyl potentially occurred, and there was no patient harm. The infusion was initiated on (B)(6) 2020 at 1311 and the bag was found empty 10 minutes after being initiated. The intended programming was 5ml/hour.

Manufacturer narrative:
Additional information: updated d11 as follows:- (1) 2426-0007 lot unknown (three curos caps on smartsites) (1) 50ml baxter bag lot p400960 exp jan21, 5% dextrose injection (1) vial access device (1) single dose vial batch # pp0319137-a exp (B)(6) 2021, piperacillin and tazobactam for injection, 3.375grams per vial

Event description:
It was reported that an over infusion of fentanyl potentially occurred, and there was no patient harm. The infusion was initiated on (B)(6) 2020 at 1311 and the bag was found empty 10 minutes after being initiated. The intended programming was 5ml/hour.

Manufacturer narrative:
Although requested, patient specific demographics were not provided. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an over infusion of fentanyl potentially occurred, and there was no patient harm. The infusion was initiated on (B)(6) 2020 at 1311 and the bag was found empty 10 minutes after being initiated. The intended programming was 10ml/hour.